Event description:
A pt presented with an 8 fr drainage catheter in place for a malignant bile duct obstruction. A gore viabil biliary endoprosthesis was delivered without incident and a second 8 fr drainage catheter was placed. Approximately 12 hours postop, a second physician observed "oozing" from the catheter site. The 8 fr drainage catheter was replaced with a 12 fr drainage catheter. The pt expired soon after from exsanguination. In numerous follow-up conversations with the physicians, there has been no allegation of product deficiency regarding this event.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.